Event description:
It was reported that: "a pt with an x-stop implant experienced an allergic reaction." It was unk the source of the allergic reaction. The procedure was completed successfully. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up conversation with company representative.